Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of carbohydrates and delivered too much insulin. Blood glucose level ranged from 62-80 (mg/dl). The customer suspended the basal-iq feature and consumed chocolate. Recommendation was made to consult with healthcare provider regarding diabetes management.